Manufacturer narrative:
Device evaluation: received device in good condition. Attached a 50 psi o2 connection to device and turned selector to auto ventilation. Turned momentary valve to auto position and noticed that it was sluggish. Customer reported issue was confirm. Problem source is normal wear and tear.

Event description:
Information was received that a smiths medical pneupac vr1 ventilator had a "sluggish manual button". No adverse patient effects were reported.